Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an implant, the device was interrogated and the device battery status indicator bar was gray. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.